Event description:
It was reported from (B)(6) that during an unspecified revision surgical procedure, it was discovered that the radiolucent-drive device stopped working when used together with the trauma recon system device and the adapter. According to the reporter, it seemed the issue was a contact problem. The reporter stated that the device was changed and then tried with a compact air drive device. However, the issue still persisted. The device worked for a moment, the sound of the motor was heard, however, the drill bit did not move anymore. According to the reporter, because a spare radiolucent-drive device was not available, the device had to be put together again with the trauma recon system (trs) device. The reporter indicated that the device always started working again after a short break. However, after a few seconds, the drill bit did not move anymore. There was about a thirty minute delay in surgery. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. It was determined that the device was used excessively. The assignable root cause was determined to be due to improper handling, which is error, misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate